Manufacturer narrative:
Unit passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected drive count/time values or changes incorrect for moving or coasting. Too slow or too fast were noted during testing; however, while testing the motor outside the unit, the base of the motor broke away from the motor itself. A loose motor base could be a possible explanation as to why the customer was getting a drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.

Event description:
The customer reported via phone call that the insulin pump received drive count or time values. Customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.